Manufacturer narrative:
(B)(4). Method: manufacturer/evaluation/investigation in process. Device has been requested. No product returned. Results: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Retained samples from the cuvette lot involved with this complaint (B)(4) were tested and were within specified range. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that hemochron elite microcoagulation system "result went from 445 to greater than 1005 in 27 minutes without any heparin administered. Twenty five minutes after that it returned to 395." No adverse event(s) reported.